Event description:
The reporter stated that the surgeon was advancing a +22.5 diopter one piece collamer lens, and the foam tip plunger stuck to the haptic. There was no patient contact.

Manufacturer narrative:
Evaluation codes: conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed, and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.